Event description:
Accessed the groin and successfully deployed the stent in the right renal. Left renal already had a stent and had an inferior take off. Sheath was not placed, into the vessel, so when the new stent was trying to be placed. It came off the balloon. This is believed to be due to the new stent encountering the old stent that was significantly hanging out into the aorta. The stent then traveled into the right iliac and was later deployed there. No pt injury reported.